Event description:
It was reported that during aneurysm embolization procedure, resistance encountered when pushing the coil into the microcatheter. The coil unintentionally detached in the microcatheter and both were removed from the patient. There was no report of harm or injury to the patient, who was fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: h2, h3, h4, h6, h10 (summary device evaluation): summary device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The pusher was the only component received for evaluation. The investigation of the returned pusher found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.